Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element mr ous 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent revealed damage. The distal struts were bunched and overlapping towards the centre of the stent. The stent was moved slightly in a proximal direction on the balloon. The maximum stent profile was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22-mar-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 15x3.50mm, concentric and de novo target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. The lesion contained >=90 degrees bend. Following pre-dilation with a 2.50x9mm balloon catheter, a 3.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and even non-bsc guiding catheter was not giving good support. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.